Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had taken "a lot" of unspecified insulin via to treat falsely elevated egvs. The patient reported the egvs were 50-70 mg/dl higher than the bg (no comparison values provided). An unspecified time later the bg was 65 mg/dl and the patient began to feel horrible and called 911. It is unknow what the cgm was displaying during this time. The patient self treated with unspecified sugar while waiting the 20 minutes for the ambulance to arrive. Upon arrival, the bg by emergency medical services (ems) was 50 mg/dl while the cgm egv on the display device was 112 mg/dl. The patient was transported to the hospital and treated further with unspecified medications. While at the hospital the bg was 250 mg/dl while the egv was 320 mg/dl. There was no information about treatment for hyperglycemia. The patient was still in the hospital at the time of the call. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.